Event description:
It was reported that the pump shutdown due to insufficient battery power. Reportedly, the pump was unable to be powered back on. Customer's blood glucose level was not impacted. Customer has manual injections as alternate insulin therapy.